Event description:
It was reported that the patient was asymptomatic. It was noted that inappropriate auto mode switching (ams) due to far r wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended and to be made at a future date in clinic. The patient was stable.